Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 254, 224 and 244 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 160 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on 07/21/2019 he had been disorientated and very lethargic and his family had taken him to the ER. Customer's blood glucose test result when at the hospital was 178 mg/dl; customer could not confirm if fasting or non-fasting. Customer had been admitted and was given three bags of saline solution. The diagnosis was dehydration and high blood glucose. Customer stated that he also had a reaction to metformin, forxiga and januvia. Customer was kept in the hospital overnight for observation and was prescribed basaglar upon discharge on (B)(6) 2019. Customer was advised by doctor to discontinue use of the metformin, forxiga and januvia and started taking the basaglar on (B)(6) 2019. The customer continued to use the meter after discharge. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 07/19/2020 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: (B)(6).